Event description:
Essure by conceptus inc was implanted without incident by my (B)(6) ob/gyn in (B)(6) 2013. After having been implanted with the devices, I experienced various, worsening pains and illnesses which I had never before experienced. These symptoms lasted until I finally had essure removed on (B)(6) 2013, again by (B)(6). The sickness and pain I had been suffering from have steadily diminished, or disappeared entirely, now that the essure coils are no longer in my body. The symptoms I experienced while essure was in my body are as follows: fever; chills; sweating; lethargy/fatigue; intense, debilitating headaches; relentless and sharp pelvic pains; abdominal swelling; nausea; dizziness; confusion; inability to concentrate; sickly appearance and painful intercourse.